Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump may not be delivering properly after being exposed to water. Blood glucose level at the time of the incident was 157 mg/dl. During troubleshooting, the device did not pass the displacement test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self- test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, delivery accuracy test and excessive no delivery test. The insulin pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. The insulin pump delivered a bolus properly. No over or under delivery anomaly noted. The insulin pump uploaded properly using carelink pro and all bolus data recorded properly on data report. No upload anomaly noted. The insulin pump had minor scratches on display window noted during visual inspection.